Event description:
It was reported that the patient presented for in clinic follow-up with pacemaker syndrome. Device interrogation revealed that the right atrial (ra) lead exhibited high capture threshold. The physician elected to explant and replace the ra lead. The patient was discharged after the procedure.